Event description:
It was reported that on january 6th, a brevera procedure was performed and during the biopsy when the needle was in the breast it blinked yellow and asked them to go back to setup. The procedure has to be rescheduled. No additional information is available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The field engineer tested the needle using a test needle and performed a test firing of the needle with no noted problems. If additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.